Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the innova stent delivery system (sds) was received with no original packaging or other devices. The stent was partially expanded, a length of 25mm. The outer shaft was kinked at the nose cone. Inner shaft, handle, rack and tip was intact with no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2016. It was reported that the stent failed to deploy. The target lesion was located in the lowly tortuous superficial femoral artery (sfa). After pre-dilation, a 6x200x75 innova¿ stent was advanced to treat the lesion. After the stent was introduced, the physician started to deploy the stent. Although the physician moved the thumb wheel and heard the clicking sound, the stent did not deploy. The outer shaft was not moving upon rolling the thumbwheel. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a partially deployed stent.